Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 80% stenosed, target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 6fr non-bsc guide catheter engaged the target vessel and a 190cm non-bsc guide wire was advanced. Ivus could not be performed as the atlantis catheter failed to cross the lesion. To predilate the lesion, multiple balloon inflations were performed. A 3.5x8mm bsc quantum catheter was advanced and inflated to 15atms/13secs. Next, a 3.5x15mm nc quantum apex balloon catheter was advanced and the balloon was inflated for 16atms/30sec, 18atms/12sec and 18atms/15sec. A 4.5x20mm veriflex stent delivery system (sds) was advanced but could not cross the lesion. The sds was removed for further dilatation. A flextome cutting balloon was advanced for further dilatation. A 4.0x15mm quantum was also advanced and inflated to 8atms/13sec, 14atms/10sec, 16atms/20sec and 16atms/10sec. Then, a 4.0x20mm ion sds initially did not cross. It was exchanged for a 4.0x8mm promus sds which was unable to cross. The 4.0x20mm ion sds was re-advanced and was deployed at 14atms/40sec. The stent was post dilated with the delivery balloon to 18atms. Then, a 4.0x24mm ion stent delivery system (sds) was advanced to overlap the first stent. However, while trying to optimize placement, the guidecatheter "kept backing out". It appeared that the 4.0x24mm ion stent got snagged on the previously implanted stent and dislodged when the guide catheter disengaged. The ion stent embolized distally to the bifurcation and attempts to retrieve were unsuccessful. Finally the stent was crushed distal rca and a 3.0x18mm non-bsc stent was deployed to secure the dislodged stent. The patient was discharged four days later in good condition.